Event description:
Used ethicon harmonic scalpel during procedure intermittently. During an enterotomy the harmonic error code alerted for instrument. It was re-tightened but still alerted. Instrument re-assembled, still showed alert. Another harmonic scalpel (lcsc5) was used to complete the procedure. No pt impact.